Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Device evaluated by manufacturer? No - lens not returned. (B)(4). Device not returned.

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicmo 13.2 implantable collamer lens, -14.0 diopter in to the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vault and significant reduction of irido-corneal angles. The lens was exchanged for a shorter lens and problem was resolved. The patient's post-op best corrected visual acuity was 20/20.

Manufacturer narrative:
(B)(4). This product is manufactured in the u.s. But not marketed in the u.s. Conclusion: review of the file indicates that the lens was not implanted in accordance with the dfu requirements. This lens model is indicated for use in adults 21-45 years of age. Device evaluation found that the lens returned in liquid in lens case/vial. Visual inspection found haptic broken. (B)(4).